Manufacturer narrative:
No trend considering the following event is identified: tip of screwdriver broken. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. Event summary: it was reported that the tip of the screwdriver broke during use. No medical data such as surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. It was requested but not returned by hospital. Root cause analysis root cause determination using rmw: breakage of instrument due to inadequate design for intended performance. Not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Damage implant, damage the screwdriver, damage the depth gauge due to wrong design of various tray of various screw system. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Deterioration in function due to wrong maintenance possible, as it cannot be excluded based on the available information. Failure of surgery due to use of the device not compliant with defined indications possible, as it cannot be excluded based on the available information. Dysfunctionality / malfunction of defective device and instruments due to inadequate transportation condition, or wrong handling during transportation imposed by user and/or the environment possible, as it cannot be excluded based on the available information. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user possible, as it cannot be excluded based on the available information. Conclusion summary the instrument has not been returned for an investigation, therefore the complaint could not be confirmed. As the lot number is unknown, it remains unknown when the device has been manufactured and how many times it has been in use. A wrong handling or excessive loading of the device cannot be excluded. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e screwdriver blade, cannulated, k- wire fixation screw, hex-lock, tx6) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during the surgery on (B)(6) 2017, the tip of the screwdriver got disassembled with minimal effort while fastening a screw and this caused a delay of 15 minutes. Surgery was completed with other device. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.